Event description:
A transfer set was detected leaking from the silicone tubing. The set was in use for 300 days. There was no pt injury or medical intervention associated with this incident according to baxter japan.